Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, the hta case was successfully completed without any issues. On (B)(6) 2015, the patient reported to the physician with complains of discomfort when urinating. The patient was given macrobid for urinary tract infection (uti). On (B)(6) 2015 it was reported that the patient was admitted due to fever and discharged herself the following day, (B)(6) 2015. The patient then returned to the hospital after testing positive for endometritis and was treated with intravenous (IV) antibiotics and discharged two days later. On (B)(6) 2015, the patient was seen by the physician and was reported to be doing well.